Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 02/21/2024, it was reported that the patient was dosing insulin off a high egv (value not specified, not specified whether a bg was checked at dosing), and it dropped her blood sugar so low that she had a seizure from it. An unspecified time after treatment with insulin, the patient fell, and collapsed for an hour with seizure. The cgm was reading 80 mg/dl and the blood glucose reading was 56 mg/dl. When the patient woke, the egv was low. According to the call review, it took almost an hour and a half to get the fingerstick back up over 100 mg/dl. The reversal of hypoglycemia was not specified nor clarified. Afterward, the patient presented to her doctor and was advised to reduce her insulin dose. At the time of the call, the day after the episode, the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.